Event description:
Caller reported he did not feel good, tested with aviva system: 49 mg/dl 9:24 pm 52 mg/dl 9:29 pm, customer drank orange juice and ate a banana 148 mg/dl 9:34 pm, customer was feeling better 172 mg/dl 9:37 pm 111 mg/dl 9:40 pm 101 mg/dl 9:40 pm 82 mg/dl 9:41 pm 88 mg/dl 9:43 pm. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.